Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2006. The lens was explanted in 2007 due to inadequate vaulting. The lens was removed with no patient injury, no enlarged incision and a longer lens was implanted. A suture was required to close the incision. The patient's post-operative best-corrected visual acuity is 20/20.

Manufacturer narrative:
Results: a visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is ongoing.